Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was mol2, and 20 charge processes had been documented. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge drawn from the battery was checked. The battery depletion proved to be within expectations. The current uptake of the ICD was checked, which proved to be normal and within expectations. An additionally performed long-term test of the current uptake also did not show any irregularities. In a next step, the ICD was opened, and the internal structure was examined. The inspection of the internal structure did not show any irregularities. The module functioned according to specifications. The battery was returned to the manufacturer for an extensive analysis. First, a microcalorimetric measurement of the battery was performed. No anomalies were seen regarding the heat tone. In a next step, the battery was opened, and the individual components were examined. They met expectations in accordance with the charge state of the battery. There were no indications of a battery defect. In summary, there were no indications of a device malfunction. The battery was normal according to the device status mol2 and discharged as expected. In the context of the extensive analysis of the ICD and the integrated battery, no defect could be found. The ICD was completely capable to provide therapy at all times.

Event description:
Ous MDR: after an implant time of about four years, two months, the battery is at 23% with a 14 second capacitor charge. Because of this the ICD was explanted and returned for analysis. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.